Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was presented in the operating room for a standard dual chamber pacemaker placement. During the implant procedure, the atrial lead dislodged. The lead also exhibited loss of capture and loss of sensing. The lead was not implanted and new lead was used.